Manufacturer narrative:
User facility report (B)(4) received on 10/11/2017. No product returned.

Event description:
Wire pass drill broke in two pieces while in use during the procedure. No adverse effect to patient or staff.